Event description:
It has been confirmed that 3 non-medtronic stents were implanted to treat lad approximately 8 months post index procedure not two as previously reported.

Manufacturer narrative:
Results: inherent risk of procedure stent occlusion.

Event description:
An endeavor sprint over the wire drug eluting stent was implanted in the prox lad. At the 30-day and 3 month follow ups, the patient's cardiac status was reported as class I per the (B)(4) cardiovascular society class of angina. It is reported that stent occlusion occurred approximately 8 months post the index procedure. Angiogram results displayed plaque rupture with localized dissection in the mid lad. Two other brand stents were implanted in the mid lad. Investigator has indicated that event was not related to study stent. The patient recovered with treatment.